Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. Upon interrogation, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. During the procedure, the ra lead had an insulation damage which was confirmed through visual examination. The ra lead was capped and replaced on (B)(6) 2025. The patient had no adverse consequences.